Event description:
The manufacturer received information alleging a ventilator failed to work. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The coupler between the motor and the ball valve rod was broken. The device was scrapped per manufacturer's protocol.